Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver unexpectedly shut down. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver unexpected shut down could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
Initially it was reported the patient was experiencing unexpected shut down on the receiver. However, after further investigation this is a non-complaint due to being created in error per technical support. The report bears no information to be deemed a complaint as the receiver did not shut down making this a non-reportable event.